Event description:
Pt was treated in january 2004. Thermage was notified of event in 03/2004. Pt developed swelling one-day post treatment. At 8 weeks post treatment pt developed waffling on temple area. Follow-up on 05/2004 with pt; pt is doing better since last follow-up. Most current follow-up in 09/2004.